Event description:
It was reported that upon review of the presenting electrogram, loss of left ventricular (lv) capture was observed. The lv output was fixed at 3.5 v at 0.4 ms and the device was programmed to an lv-only configuration. Intrinsic a-v conduction was present. Technical services recommend in-clinic review of the lv pacing parameters to ensure ventricular capture. No adverse patient effects were reported.